Manufacturer narrative:
Additional device implanted and involved in this event:tg3415/06290161. Udis for the lots are as follows: lot 06290311: (B)(4), lot 06290161: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The cause of the aneurysm enlargement could not be determined with the provided information.

Event description:
On (B)(6) 2008, the patient underwent treatment of a thoracic aneurysm with two gore® tag® thoracic endoprostheses. It was reported that on discharge date of (B)(6) 2008, the aneurysm measured 56.0 mm. Follow up dates and aneurysm measurements are noted as the following: (B)(6) 2009: 51.0 mm, (B)(6) 2010: 55.0 mm, (B)(6) 2011: 55.0 mm, (B)(6) 2012: 56.0 mm, (B)(6) 2014: 61.0 mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention. No further information is available.